Event description:
It was reported that five days post cryo ablation procedure, the patient had a sense of abdominal fullness and on post procedure day seven was re-admitted to the hospital due to vomiting. The patient was placed on fasting therapy and intravenous (IV) medication. The patient had a computerized tomography (CT) scan on the eleventh day post procedure and gastric dilation was found. On post procedure day fourteen an upper endoscopy was performed with unknown results and on post procedure day twenty three the patient was discharged from the hospital. This information was obtained at a conference presentation and no further details are available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.